Manufacturer narrative:
(B)(4).

Event description:
Additional information received the patient was admitted to the hospital on (B)(6) 2013. The patient experienced respiratory arrest. The patient was intubated and managed in the intensive care unit until medication metabolized. It was noted that the patient was coded at the time of the event. The patient outcome was noted as serious life threatening injury or illness and recovered without sequelae. The pump was used to deliver morphine, baclofen and clonidine.

Event description:
It was reported there was a potential partial pocket fill. The patient was in the infusion center getting a pump refill. The healthcare provider (hcp) that refilled the pump noticed something was "not right", so decided to withdraw the 20mls of drug that had just been placed into the pump. When the drug was pulled out of the pump, the hcp was only able to aspirate 12ml out of the pump. It was then believed that 8ml potentially went into the pocket. The patient was kept in the hospital and monitored overnight, but the exact symptoms were not known to the reporter. As of (B)(4) 2013, the patient was doing well and the plan was to refill the pump again and monitor the patient for one more day in the hospital. There was no further status update provided. The medication being delivered was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).